Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 553445 lead implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient experienced chest pain and the feeling of heavy beats. The right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.